Manufacturer narrative:
The device has been received, however an evaluation is not yet completed; therefore, a full device analysis could not be provided. Upon completion of the evaluation, when additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a condition of not displaying an error message or load screen for tubing when the door was opened. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification in relation to the reported 'no error or load screen' which was not reproduced. The door was opened and the device was found to alarm as designed. The device was also found to recognize a loaded set. No correction was required in relation to this symptom. Should additional relevant information become available, a supplemental report will be submitted.